Event description:
It was reported that the customer had four incidences of low blood glucose levels in (B)(6) 2014 where the paramedics were called. The customer stated she had been given a glucagon shot. The customer's blood glucose level at the time of the report was in the 160s mg/dl. Troubleshooting was not performed. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.